Manufacturer narrative:
H3: instrument has been returned, but outcome of the investigation is still pending. Review of labeling: intraoperative warnings breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.

Event description:
The surgeon reported the tip of the shoreline acs inserter broke while performing surgery on (B)(6) 2025. The tip of the inner shaft of the inserter sheared off in the face of the implant. The surgeon determined the trauma that would be caused by removing the implant would be too great to do so, therefore the implant was left in-situ. The event did not lead to a clinically relevant increase in the duration of the surgical procedure and the surgery was completed successfully. Customer confirms there was no patient injury and the issue did not require additional medical or surgical treatment.

Manufacturer narrative:
Update to h3: device evaluated by manufacturer changed to "yes." Investigation conclusion: the returned inserter draw rod was visually inspected to confirm the failure mode outlined in the description of the complaint. After reviewing the rod component, it was confirmed that the threaded tip was fractured about 2.5 to 3 turns from the proximal thread runout point. Root cause: the reported complaint may be due to misuse, surgical technique, or excessive torsional force. These devices are part of loaner sets that are subject to handling and repeat use after distribution. Wear and damage can occur over time. Exact root cause unable to be determined.